Event description:
It was reported that the patient had to frequently charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was disposed per hospital policy.